Event description:
The physician placed a 9f balloon guide catheter hooked to the rhv then attempted to place a psc054 through the guide catheter. When the physician went to clamp the ring on the rhv down on the catheter, it kinked the psc054. The physician thought he may have kinked the catheter and pulled another psc054 only to have the same problem happen again. The physician felt that the nut on the end of the rhv was not closing and tightening down on the catheter evenly. A new rhv was selected and a new psc054 which worked well. The physician then attempted to insert a psc032 through the psc054 and the psc032 would not advance. The physician went down both the psc032 and the psc054 again and tried to advance, again without success. The physician pulled a new psc032 and it advanced smoothly through the psc054. This MDR is associated with MDR 3005168196-2010-00613 and MDR 3005168196-2010-00614.

Manufacturer narrative:
Device investigation: the catheter shows a flat spot 10.5 cm from the hub shaft joint. The catheter also shows three flat spots between 48 and 51 cm from the tip. A 0.053" mandrel was introduced into the hub of both catheters. In each case, the mandrel stopped approximately 10 cm from the hub shaft joint. The catheters are non functional. The rhv returned with the catheter was connected to a 070 neuron catheter, flushed with tap water and the psc054 was introduced. The catheter was inserted 75 cm into the neuron 070 and flushed. The entry clamp on the rhv was tightened until back flow out of the rhv entry port stopped. The clamp was then released and the catheter removed and examined. The catheter was flattened where the clamp on the rhv was tightened. The clamp ring seems to tighten down on the catheter in a tear-drop shape instead of the circular shape it should form. Subsequent trials with other rhvs of the same model stopped flow with much less clamping force, leaving the catheter undamaged. Conclusion: the damage reported is confirmed. This appears to be a failure of the rhv, an externally purchased accessory not manufactured by penumbra. The rhv will be returned to the manufacturer for their evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.